Event description:
During the atrial fibrillation ablation procedure, a foreign substance was noted when inserting and removing the catheter from the sheath. The sheath was exchanged, and the procedure was completed with no adverse patient health consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3 one 8.5f fast-cath introducer sheath was received for evaluation. Multiple whitish/blue fibers were returned wrapped in gauze. Testing revealed the returned fibers were a polypropylene-related material (pp), which were consistent with samples of polypropylene-related material commonly found in sterile environments. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of the returned foreign material fibers remains unknown.